Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed. There was no adverse impact to customer¿s blood glucose level..